Event description:
Customer reported experiencing alarm 2 followed by alarm 26 during their pump therapy. The issue involved recurring occlusion events. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer had been using the same cartridge for over 3 days. The customer was educated on the proper use of their cartridge, which should not exceed 72 hours, and acknowledged understanding. Customer changed cartridge and infusion set to address the issue and resumed insulin.